Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported left side capsular contracture, baker grade IV (very painful). The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: one curved opening and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified: one opening striated. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
The doctor reported left side capsular contracture, baker grade IV (very painful). The device has been explanted.